Event description:
The customer reported to baxter (B)(4) an interlink system t-connector extension set that had a leak. The condition was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4) an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a hole on the tubing which resulted in a leak. A batch review could not be performed as the lot number was not provided by the customer. Although the reported condition was confirmed, the root cause of this condition was not identified. If additional information becomes available, a follow-up report will be submitted.